Event description:
The pt ((B)(6)) received two leads with the same lot number. It was reported the pt received ineffective stimulation. Diagnostics indicated multiple invalid impedance values. Reprogramming was unsuccessful as left leg stimulation could not be achieved. X-rays did not reveal any anomalies. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.